Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (charger does not recognize battery) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to recognize the battery is the corrosion on the pca board. The cause of the corrosion is liquid ingress of an unknown contaminant. The root source of the contamination cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery pack) has been confirmed. Upon evaluation, the battery board and components u13 (8-bit cmos flash microcontroller), y1 (10mhz smd crystal) and q1 (current controlling transistor) were damaged. The cause of the inability to recognize the batteries is damage to the battery board, u13, y1 and q1. The cause of the damage is contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient was issued a replacement charger/modem. Device manufacture date: sn (B)(4), 05/2011; sn (B)(4), 05/2012.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery charger was not recognizing his battery pack. The patient was issued a replacement battery pack and charger/modem.